Event description:
It was reported that during the implant of this 36mm mitral annuloplasty band, it was explanted and replaced with a 31mm mitral bioprosthetic valve. The reason for the replacement was reported as residual regurgitation. It was reported that the annuloplasty product did malfunction and the device was fully sutured and tested prior to removal. It was also noted that the patient did have pre-existing conditions/anatomical factors that may have contributed to the event. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.